Manufacturer narrative:
Clarification to d4 device information: partial information provided as "soft touch 140cc" clarification to d6a implant date: partial date 2007. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; rupture.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade IV, and "calcified". Device has been explanted. Capsulectomy and mastopexy were performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d1; d2a; d2b; d4; g4; h4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.